Manufacturer narrative:
This report is submitted on january 10, 2023.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was successfully re-positioned on (B)(6) 2022 under a general anaesthetic. The implant remains in-situ.